Manufacturer narrative:
Meter error 3 were recorded in the pdm (personal diabetes manager) data. Could not determine the root cause of the meter errors. Meter error 3 can occur when the bg (blood glucose) strip loses connection with the bg meter during a reading. The sst (strip simulator tester) tests found the bg meter to be reading correctly. The pdm was found to function as intended.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 95 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81 advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 108-109 advised: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels and low blood glucose levels. The doctor said the meter has to be recalibrated or replaced. Patient¿s blood glucose reached 161 mg/dl when checked. There were adjustments made to the setting. Patient¿s foster mother stated the pdm reading is inaccurate, readings high and low manually. The error repeats with more than one strip.